Manufacturer narrative:
Additional info has been requested. Unable to provide the MFR, PMA/510k number and/or the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
The nurse case manager at the account reported on behalf of a pt. Pt had a reaction and developed a rash over much of his body, infection disease did not think it was (B)(6), but an allergic reaction to something. Parts were 316l product number. It was also mentioned pt has two broken screws at the end of his tibia. Pt was implanted on (B)(6) 2010, and screws were discovered broken on (B)(6) 2011.